Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited low intrinsic amplitude as a result of myopotential noise. No intervention was made. The patient will continue to be monitored.